Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿unreadable screen. At initial power up the upper half of the lcd screen was dark. The lower half of the lcd screen was the usual color but no graphics were present¿. The unit was triaged and the service technician found that the lcd screen was unreadable. Root cause was unable to be determine. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 9/19/2017.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2017 service found the unit had an unreadable screen. At initial power up, the upper half of the lcd screen was dark. The lower half of the lcd screen was the usual color but no graphics were present.